Manufacturer narrative:
Device not available for return.

Event description:
It was reported that after use at the user facility, the battery housing could not be locked securely. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device has not yet been received for evaluation.

Event description:
It was reported that after use at the user facility the battery housing could not be locked securely. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.